Event description:
The child reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The child is currently using her device with the non-functional electrodes deactivated.